Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 350 mg/dl. The customer's current blood glucose unknown. The customer did experience any symptoms such as a result of high blood glucose vomiting and positive ketone. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated by manual shot. Based on customer report customer does not allege that the insulin pump was under delivering. Customer was using auto mode feature on insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Updated section b5.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6)2019 with blood glucose of 350 mg/dl. The customer's current blood glucose unknown. The customer did experience any symptoms such as a result of high blood glucose vomiting and positive ketone. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated by manual shot. Based on customer report customer does not allege that the insulin pump was under delivering. Customer was using auto mode feature on insulin pump. The insulin pump will not be returned for analysis.